Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired post implant procedure. The cause of death was unknown. There is no known allegation from a health professional that the death was related to the device. No further information is available at this time.

Manufacturer narrative:
(B)(4). Update rv lead model/sn from unknown to (B)(4).

Event description:
New information received notes that the patient expired in the hospital; the cause death was asystole, bradycardia arrest. The patient had one episode of cardiac arrest 7 days before death and 3 episodes of severe asystole/bradycardia after device implant. According to the physician, patient death was not related to device or procedure.